Event description:
Pt implanted with a prodisc-c has been experiencing a lot of pain. Reportedly surgeon plans to explant and will revise to fusion.

Manufacturer narrative:
MFR can not be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.